Event description:
Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an emergency neurosurgery procedure. No imaging was performed of the access site prior to proglide use for this emergency procedure. Reportedly, a needle to cuff miss [suture retrieval issue] was noticed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. No imaging was performed of the access site prior to proglide use for this emergency procedure. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of a femoral angiogram contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 - adverse event/product problem: correction. B6 - relevant test/laboratory data: correction. B7 - other relevant history: correction. H1 - type of reportable event: updated. H6 - health effect - impact code 4656 removed; code 4641 added. H6 - medical device problem code 1562 removed; 1142, 2017 were added. H6- medical device problem code 2017: failure to follow steps / instructions.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon unpacking the proglide device, it was found that the blue suture was broken. There was no patient involvement. No additional information was provided.